Event description:
The event is reported as: when the device was in use it kept jamming and then firing out closed clips. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.